Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that the patient can "barely walk" and the patient went in for a check and had a "lead removed." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: additional codes annex f, b5, d1, d2, d3, d4, expiration date, serial number and unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further report that the lead was not removed and that the right atrial (ra) lead's pacing mode was changed to ventricle inhibit pacing rate response (vvir) mode and reports shows that the lead was within normal limits. It was also stated several weeks later that the cardiac resynchronization therapy defibrillator (crt-d) patient's spouse had called stating that late wednesday early thursday the patient started to have heaviness and tightness in the chest. The device remains in use.